Event description:
A physician reported a hakim valve (ID 823842) was implanted for an unknown reason via ventriculoperitoneal (vp) shunt on an unknown date at an unknown setting. The patient was admitted to the hospital on (B)(6) 2026, after developing ventricular dilatation and experiencing disorientation. According to the patency check, obstruction of the shunt was suspected. The pressure setting was lowered, but there were no signs of improvement. Therefore, the shunt was removed and replaced on (B)(6) 2026.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve (ID 823842) was returned for evaluation: device history record (DHR) - the product code 82-3842 with lot ctkbpc conformed to specifications when released to stock. Failure analysis - the position of the cam when the valve was received was at 60 mmh2o. The valve was visually inspected, no defect was noted. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the reported issue could be due to white biologicals debris observed in the investigation record of codman. As noted in IFU: accumulation of biological matter (i.e. Blood, protein accumulations, tissue fragments, etc.) In the programming mechanism can cause inability of the device to be reprogrammed. Clogging of the programmable valve with biological matter can cause the valve to become unresponsive to attempts to change the pressure setting. Complications of implanted shunt systems include mechanical failure, shunt pathway obstruction, infection, foreign body (allergic) reaction to implants, and csf leakage along the implanted shunt pathway.